Event description:
Healthcare provider reported that the pump was explanted due to a seroma that wouldn't resolve. No further information could be ob tained. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the event had occurred years ago. The patient had a seroma that was confirmed to not be csf (cerebrospinal fluid), was negative on the medtronic allergy kit. Patient was currently considering a re-implant.

Manufacturer narrative:
Catheter model: unk, serial/lot #: unk, implanted: unk, explanted: unk.